Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg and lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had been experiencing auto-reduction of therapy. The patient reports having fallen but no loss of therapy immediate few lead contacts had high impedance and an x-ray was performed but revealed nothing following this incident. It was confirmed that a of concern. Surgical intervention is anticipated to resolve this issue.